Manufacturer narrative:
Product not returned.

Event description:
The manufacturer service technician reported that the device was coming apart while it was being serviced at the user facility. There were no adverse consequences related to this event.

Manufacturer narrative:
Correction: it was determined after receiving further clarification from receipt of the device that this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify a MDR was not required for this event. The pieces of the attachment were described as being separated, however, the attachment was never disassembled and no small components were missing that would create a health risk.

Event description:
The manufacturer service technician reported that the device was coming apart while it was being serviced at the user facility. There were no adverse consequences related to this event.